Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the device stopped working in the middle of the procedure. Another device was opened to complete the case. There were no adverse consequences to the pt.

Event description:
The customer stated that positive axsym rubella igm results of 1.623 and 1.646 index value were generated on a patient that tested rubella igm negative using the biomerieux eia method. Rubella igg testing was positive. Avidity testing was not performed. The customer suspects that the axsym rubella igm results are falsely positive. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Analytical testing was not performed. A review of quality data was performed to determine whether a product deficiency exists. Customer complaints received to-date were reviewed and these data did not identify an increase in the number of complaints related to discrepant results for the axsym rubella igm assay. Based on the results of this investigation, the axsym rubella igm assay is performing as intended and no additional product issues were identified. This is the final report.

Manufacturer narrative:
(B)(4). The customer clarified the complaint issue; therefore, the suspect medical device was corrected from axsym rubella igg to axsym rubella igm. The customer suspects that the axsym rubella igm results were falsely positive. This is the final report.

Event description:
The customer stated that a false positive axsym rubella igg result of 15.4 iu/ml was generated on a pregnant female patient. The same sample was retested using a new axsym rubella igg reagent pack and the result was still positive at 16.8 iu/ml. Rubella igm testing was negative. The sample was sent to another facility for testing using the eia biomerieux rubella igg method and the result was positive. The customer suspects the results are falsely positive. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.